Manufacturer narrative:
This event occurred on an unknown date approximately in (B)(6) 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking. It was stated that the transfer set was leaking from the tubing with the twist clamp closed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received with an unknown minicap attached to the dark blue connector and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The mini cap received with the complaint sample was used during leak testing. The reported condition was verified. The cause of the reported leak occurrence was determined to be broken occluder feet identified during visual inspection and function testing. The cause of the broken occlude feet was undetermined. Should additional relevant information become available, a supplemental report will be submitted.